Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient felt terrible, anxious, and shaky. She felt as if she was going to pass out, called emergency medical services (ems), and paramedics transported her to the hospital. At the hospital the bg finger stick was 49 mg/dl and the cgm was 153 mg/dl. Treatment with IV medication included 50% dextrose. During the two days of hospitalization, doctors ruled out diagnoses of stroke and heart attack. She was discharged home in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).